Event description:
It was reported to medtronic neurosurgery that the shunt was explanted due to occlusion. According to the report, the physician suspected that the cause of this issue could have been that the patient had a high protein concentration or because of placement of the shunt in the inferior horn of the ventricle. The report stated that the patient has not shown any signs of health hazard.

Manufacturer narrative:
Approximately 3.5 cm of the catheter was returned. The returned piece of catheter met the specifications for patency and leak testing. There was a large amount of proteinaceous debris observed on the interior and the exterior of the catheter. A review of the manufacturing records showed no anomalies. (B)(4).